Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Microscopic inspection revealed a pinhole in the balloon material. Based on the reported information, there is no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 15x2.5mm, 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for predilation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.